Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, unomedical, mmt-332a. Troubleshooting was not performed and the customer reported past event. No harm requiring medical interventions were reported. No product return is required for mmt-1780kpk. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, test p-cap locks properly into the reservoir compartment. Failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump alarmed a pump error 63 alarm (variable #: 3) on 07/15/2025 at 12:09:07.000. Pump alarmed a failed battery test on 07/15/2025 at 12:09:25.000. Pump alarmed a pump error 4 alarm on 07/15/2025 at 12:09:05.000. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, missing display window/cover, and keypad overlay texture damage. Failed battery test was confirmed during testing due to moisture damage on the battery tube. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Pump error 4 was confirmed during testing as a consequence of pump error 63. No delivery/occlusion alarm was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.